Event description:
Describe the event or problem: rn attempted to attach an insulin pen needle. (Bd autoshield duo) to an insulin pen (lantus) and it "felt off", so the rn unscrewed it to discover the needle was bend to the side. Item # 329515, lot # 3229601, date of event 06-may-2024, date of medwatch report may 2024. Hello team, please look into the same. Regards, embecta customer support team. On mon, jun 10 8:49 am , productcomplaints; productcomplaints@embecta.com wrote: hi (B)(6), please look into this request. Regards, customer support: from: productcomplaints; productcomplaints@bd.com; sent: saturday, june 8, 2024 9:00 am; to: productcomplaints; productcomplaints@embecta.com; subject: fw: MDR report: (B)(4). Hello team, I hope this email finds you well. Please review the email below and kindly do the needful. Thanks & best regards, (B)(4) (he/him) pms analyst complaint management, productcomplaints@bd.com bd restricted from: (B)(4). Hello team, I hope this email finds you well. Please review the email below and kindly do the needful. Thanks & best regards. (B)(4) (he/him), pms analyst, complaint management, productcomplaints@bd.com. Bd restricted: from: (B)(4), sent: friday, june 7, 2024 10:07 am, to: productcomplaints: productcomplaints@bd.com subject: fw: MDR report: (B)(4). (B)(4) (he/him), sr. Dir, regulatory affairs, mds. (B)(4). 1 becton drive, franklin lakes, new jersey 07417 us. (B)(4). Bd.com bd restricted: from: FDA originated letters; FDA-originated-letters@FDA.hhs.gov, sent: friday, june 7, 2024 10:38 am, to: (B)(4), subject: MDR report: (B)(4). FDA-wide communication greetings, the u.s. Food and drug administration (FDA) received a medical device report concerning your product via the medwatch program. Greetings, the u.s. Food and drug administration (FDA) received a medical device report concerning your product via the medwatch program. Please find the attached letter and accompanying medical device report for your awareness. Please do not respond to this email as this inbox is used for outbound communications only. Sincerely, FDA originated letters, medical device reporting team, division of surveillance support, office of regulatory programs, office of product evaluation and quality, center for device and radiological health, u.s. Food and drug administration. For more information regarding MDR policy contact: medical device reporting team /division of surveillance / office of regulatory programs mdrpolicy@FDA.hhs.gov. Do not respond to this email, it is a send-only account. Important message for recipients in the u.s.a.: this message may constitute an advertisement of a bd group's products or services or a solicitation of interest in them. If this is such a message and you would like to opt out of receiving future advertisements or solicitations from this bd group, please forward this e-mail to optoutbygroup@bd.com<mailto:optoutbygroup@bd.com>. [Bd.v1.0] this message (which includes any attachments) is intended only for the designated recipient(s). It may contain confidential or proprietary information and may be subject to the attorney-client privilege or other confidentiality protections. If you are not a designated recipient, you may not review, use, copy or distribute this message. If you received this in error, please notify the sender by reply e-mail and delete this message. Thank you. Corporate headquarters mailing address: bd (becton, dickinson and company) 1 becton drive franklin lakes, nj 07417. U.s.a. (B)(4). The information contained in this e-mail is confidential and/or proprietary to embecta corp. And/or its subsidiaries and is intended to be received by the individual or entity named above for limited use, without copying, forwarding, disclosing or otherwise transmitting this message to any other party. If you received this message in error or are unable to acknowledge and protect the confidential/proprietary nature of its contents, please notify the sender by reply e-mail and delete this message.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.